Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the values on the bottom of the screen are dancing around when the operator tries to adjust them and the values will not adjust. The customer reported patient involvement and patient harm is unknown.